Event description:
Documents received allege the pt received more medication than intended. The documents received allege the pt was admitted to the user facility on 02/29/2004. Allegedly, the pum was programmed to deliver an unspecified analgesic. No specific pt information, pump programming, or event details were provided. Allegedly, the pt expired on an unspecified date.